Event description:
A customer contacted beckman coulter (bec) reporting that the reagent probe b was leaking from the sample probe on the unicel dxc 600i access immunoassay system. The volume of the leak was 5 ml of fluid and was contained to the tray under the probe. The customer was alerted to the issue when all the cartridge chemistry quality control (qc) recovered out of range; no patient samples were run. The operator was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves at the time of occurrence. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated in connection with this event.

Manufacturer narrative:
Bec customer technical support (cts) advised the customer to check the fitting on top of reagent probe b which was not loose and a service request was generated. A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse replaced the reagent probe b vacuum valve (solenoid valve) which resolved the issue. (B)(4).